Event description:
The customer observed discordant atellica im enhanced estradiol (ee2) test results for one patient sample in comparison to repeat testing on another atellica im instrument. The initial result was not reported to the phsyician. There are no reports that treatment was altered or prescribed or adverse health consequences occurred due to the discordant atellica im ee2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant atellica im enhance estradiol (ee2) results when compared to repeat testing. The interpretation of results section of the instructions for use for atellica im enhanced estradiol states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00314 on 27-september-2022. Additional information 16-november-2022: an outside of the united states (ous) customer observed a discordant patient result when using enhanced estradiol (ee2) reagent lot 127088 on the atellica im 1600 analyzer (im00452). There are no known reports of adverse health consequences due to the discordant ee2 results. Quality control (qc) level 2 and 3 were observed to be failing high out of range on three separate reagent packs on three separate days. All three packs had gotten passing qc results previously. Qc recovered within range when the customer replaced the ee2 reagent pack. The same ee2 calibration was used when qc recovered within and outside of range. The customer repeated the sample initially run with one of the packs mentioned above. The initial result showed a positive bias compared to the repeat result. The customer moved ee2 testing from im00452 to other atellica im modules in their laboratory following this event. Review of autocheck and the system event log did not identify any instrument concerns on the days of the event. On 2022 (B)(6) , ee2 reagent lot 127088 was reloaded on im00452, recalibrated, and it has been performing acceptably; the issue has not occurred since. Siemens is unable to rule out a site-specific event that may have affected the positive bias of qc and patient samples. Review of internal kit release data for atellica im ee2 reagent lot 127088 showed that all manufacturer specifications were met. Atellica im enhanced estradiol (ee2) reagent lot 127088 is performing as intended. A product performance issue has not been identified. The customer is operational. No further evaluation of the device is required. Note: in section h6, the investigation findings and investigation conclusions codes were updated.